Event description:
On february 11, 2025, neotract has been made aware that ¿on (B)(6) 2025, a 67-year-old patient underwent a urolift procedure, in which four implants were placed. Post-procedure, the patient developed progressive abdominal wall swelling. A bedside ultrasound revealed a blood collection in the anterior abdominal wall, which was noted to be expanding on subsequent follow-ups. The patient¿s condition deteriorated, leading to hypovolemic shock due to blood loss. He required inotropic support and received seven units of blood transfusion. An emergency surgical intervention, including angioembolization of the internal iliac artery, was performed to control the bleeding. Following the surgery, the patient is recovering well and remains under medical care in the ICU. The patient has a history of mitral valve replacement and had discontinued anticoagulation therapy five days prior to surgery.¿

Manufacturer narrative:
Additional information received on february 26, 2025, indicated that "the hematoma was discovered on (B)(6) 2025, the same day the procedure was performed. Embolization was carried out that same day, and the patient was discharged eight days post-procedure on (B)(6) 2025. The product's lot number was reported as 73d2400856." Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device, the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with the investigation results. Neotract will continue to monitor and trend for reports of this nature.